Event description:
It was reported that the patient reported that there was something wrong with the cardiac resynchronization therapy pacemaker (crt-p) as the patient does not feel well. Additionally, the patient mentioned they felt a jolt. The device remains in use. No adverse patient effects were reported.